Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported, that on an unknown date, a rio¿ drug reconstitution transfer device was found to have leaked during patient use. The report states that the "primary rn attempted to administer IV meropenem using rio device, however significant amount of leaking around device where it attaches to saline bag occurred each time. The rn attempted 3 times with all new supplies each time." There was no patient harm reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information received from the customer stating this issue was a user error, they were removing the rubber port plug instead of spiking through it.